Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half height (hh) drawer 3.1had sticking. A field service engineer (fse) swapped the cubies in the hardware test application (hta) from the old drawers to the new drawers for 3.1 and 3.2. The fse replaced the enhanced hh drawers 3.1 and 3.2, the system was rebooted, and the drawers completed a firmware upgrade. The drawers were then configured in storage space configuration. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es nb-e1 drawer 3.2 had a damaged rail that caused the drawer to become stuck open. The user was able to force the drawer closed, which resulted on the drawer failing. A ball bearing was found on the floor near the device, and the medications on the drawer were currently inaccessible to patients. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.